Manufacturer narrative:
Tracking #.55608/j. Based upon inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The device was examined and would not arm as rec'd. The obturator handle was measured and found to be skewed. The obturator handle is welded during the assembly process.

Event description:
It was reported that a 512sd was used during a laparoscopic sterilization procedure. It was reported by the affiliate that the surgeon could not get the red safety shield reset button to stay depressed. The surgeon removed the obturator totally and then replaced it in the cannula and tried the safety again. He repeated this process two more times. He then held the button down and inserted the trocar although the safety remained locked down. The procedure was completed with the faulty devices. There was no consequence to the pt.